Event description:
(B)(6)2023, it was reported that the charger cord is pulling out, and smells like fire. Hearing care provider stated that incident had caused any harm. Original accessories were not used. Further follow up information is expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). (B)(6) 2023 technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Device investigation, clinical assessment and risk register conclusion pending, will be submitted on completion this is an initial report.

Manufacturer narrative:
Manufacturer's ref# sf (B)(4). 21jun2023: technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Device investigation, clinical assessment and risk register conclusion pending, will be submitted on completion. This is an initial report. 21jun2023: this is an initial - correction report due to the error below. B5- sentence "hearing care provider stated that incident had caused any harm." Has been corrected to "hearing care provider stated that incident had not caused any harm." By a human error the word "not" was missing at the initial report. 20jul2023: trended case concluded: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. Device investigation confirm trend case conclusion. Furthermore, device investigation concluded: the short-circuit will emit heat when the cable is connected to the wall charger. The power supply used with the charger might not have been a gn supplied power supply. Thus, the power dissipated in the connector can have been more than the rated 5 w of the gn power supply. Risk register conclusion reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigation is final. This is a final report. No further follow up is expected. 11aug23: this case is late due to human error in its execution and submission. Manufacturer has identified and corrected through nc-02530.

Event description:
21jun2023: it was reported that the charger cord is pulling out, and smells like fire. Hearing care provider stated that incident had not caused any harm. Original accessories were not used. Further follow up information is expected. 20jul2023: no further follow up has been received

Event description:
21jun2023 : it was reported that the charger cord is pulling out, and smells like fire. Hearing care provider stated that incident had not caused any harm. Original accessories were not used. Further follow up information is expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). 21jun2023 : technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Device investigation, clinical assessment and risk register conclusion pending, will be submitted on completion this is an initial report. 21jun2023 : this is an initial - correction report due to the error below. B5- sentence "hearing care provider stated that incident had caused any harm." Has been corrected to "hearing care provider stated that incident had not caused any harm." By a human error the word "not" was missing at the initial report. 11aug2023 : this case is late due to human error in its execution and submission. Manufacturer has identified and corrected through nc-02530.